Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a transvaginal tape procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the surgeon passed the trocar and perforated the bladder. Upon discovery of the bladder perforation, the physician removed the trocar and reinserted the device without issue. An indwelling catheter was placed post operatively and the patient was kept in the hospital overnight. She reportedly complained of pain overnight and an ultrasound confirmed a retropubic bleed. Hematoma was also discovered via ultrasound and CT scan twenty-four hours after the procedure. Subsequently, she was hospitalized for three days then sent home with an indwelling catheter for two weeks. There were no further issues and the pain subsided over the week.